Manufacturer narrative:
(B)(6) 2015 product investigation results: reporter returned 1 oral-b power toothbrush, type 3728. The investigation of the product return ((B)(4)) revealed: handling problem, drive axle broken, brush head fell off, material (B)(4) is not under all circumstances rust proof.

Event description:
Bleeding face - skin [skin haemorrhage]. Cut face [laceration]. Swelling face [swelling face]. Red underneath eye [erythema]. Have a lump there - under eye [skin mass]. Stinging - skin under eye [pain of skin]. Infection where it's (metal rod of toothbrush) gone in and pierced - skin under eye [skin infection]. Metal rod stuck in face under eye, (infection) where it's gone in and pierced - skin under eye [skin injury]. Head came off brush and metal rod stuck in face under eye [injury associated with device]. Reaction from antibiotic [adverse reaction]. New heads will not attach, slide off [device connection issue]. Head came off brush / head came off in mouth [device breakage]. Case description: a (B)(6) old female consumer reported that she had been using an oral-b professional care rechargeable toothbrush daily and stated that the oral-b brushhead, version unknown had come off the toothbrush and the metal rod had stuck in her face just under her eye. She immediately experienced a cut- face, bleeding- face, and swelling- face. She described that the brushheads did not click into place and as such, had tried new brushheads but they still would not attach. She concomitantly used sensodyne pro enamel toothpaste. She had discontinued using the toothbrush, which she had for 3 years. She self treated by cleaning with an antiseptic and using an ice pack. The cut- face and swelling- face were still present at the time of her phone call but the bleeding face had recovered; the overall case outcome was improved. Other relevant history: allergies - none. No further information was provided. (B)(6) 2015 received follow-up phone call from consumer: the consumer reported that she was cleaning her teeth and the head came off in her mouth and it flung the toothbrush upwards and it went into her face. She noted that she had used the toothbrush that morning and it was fine, and described that the toothbrush head had been in use for 3 weeks. She noted that she had tried additional toothbrush heads on the toothbrush and they slid off as well. She described that she experienced swelling after she had called on (B)(6) 2015, and then it went all red underneath the eye and she had a lump there. She telephoned her doctor and went in, where she was given flucloxacillin antibiotics and a tetanus shot (as she had been due for a new one). She stated she was currently experiencing stinging, and her doctor informed her that she thought she would be discomforted for about 2 weeks. She had cleaned her face with antiseptic wipes and germolene as there was an infection where the toothbrush had gone in and pierced. The case outcome remained improved. No further information was provided. On (B)(6) 2015 reporter returned 1 oral-b power toothbrush. Product investigation is in progress. On (B)(6) 2015 product investigation results: reporter returned 1 oral-b power toothbrush, type 3728. The investigation of the product return ((B)(4)) revealed: handling problem, drive axle broken, brush head fell off, material (B)(4) is not under all circumstances rust proof.